Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker will further evaluate the customer¿s device at the product analyses center (pac). The customer will be provided with replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was advising not to shock when the patient was in a shockable rhythm. During evaluation stryker observed that the device gave ¿connect electrodes¿ message. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device was advising not to shock when the patient was in a shockable rhythm. During evaluation stryker observed that the device gave ¿connect electrodes¿ message. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was further evaluated at the stryker product assessment center (pac) and a damaged quick combo to therapy wire harness was determined to be the cause of the reported issues. The device was retained by stryker.